Event description:
It was reported that the procedure was to treat a perforation that occurred in the mid left anterior descending artery. The 3.0x16 mm graftmaster stent was placed for treatment; however, only partially sealed the perforation. A second graftmaster stent was used successfully to completely seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.